Manufacturer narrative:
A patient had their entire system explanted was reported to abbott. The patient reported they did not have effective therapy prior to explant. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was fully explanted.